Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving an alert. It was noted that the patient had been in ventricular tachycardia for approximately ten hours. Anti tachycardia pacing therapy was unsuccessful. The patient was presyncopal, feeling unwell with palpitations. The patient was discharged from the ER after no arrhythmias were seen on monitor for greater than three hours. The patient was to follow-up with the pacemaker clinic. No further information is available at this time.